Manufacturer narrative:
The field service engineer spoke with the customer by phone and determined there was an obstruction in the rbc bath that was visible to the customer so he instructed the customer to bleach the rbc bath and drain the bath which removed the obstruction and resolved the leak reported. The source of the obstruction is unknown. No erroneous results were generated; upon recur, the failure mode is likely to create erroneous results for rbc, mcv and mch and platelet parameters due to carryover at the rbc baths. (B)(4).

Event description:
The customer reported a leak from the front of the act diff 2 instrument due to the baths overflowing. The volume was reported as 60 ml and the leak was contained. No erroneous results were generated in association with this event.